Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the advanix¿ pancreatic stent implanted in the patient's pancreatic duct on (B)(6) 2015, as part of e7089 short term pancreatic stenting, was reported to have migrated on (B)(6) 2015. According to the complainant, the patient was indicated for stent placement due to pancreatic duct leak in the main pancreatic duct beyond genu. On (B)(6) 2015, the patient underwent pancreatic stent placement. A pancreatic sphincterotomy was performed during the procedure while a biliary sphincterotomy was performed after the stent was placed. Contrast was injected into the main pancreatic duct beyond genu to the mid-body of the pancreas. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix¿ pancreatic stent was satisfactorily implanted. On (B)(6) 2015, a kub x-ray was performed. It revealed a complete migration of the stent. The migration of the stent was not desired and the event was ruled as a device deficiency. In addition, an intraprocedural pancreatogram confirmed the pancreatic duct leak was resolved. No additional stenting was performed. There were no reported adverse events to the patient as a result of this event.

Manufacturer narrative:
Additional information: describe event or problem?

Event description:
It was reported to boston scientific corporation that the advanix pancreatic stent implanted in the patient's pancreatic duct on (B)(6) 2015, as part of e7089 short term pancreatic stenting, was reported to have migrated on (B)(6) 2015. According to the complainant, the patient was indicated for stent placement due to pancreatic duct leak in the main pancreatic duct beyond genu. On (B)(6) 2015, the patient underwent pancreatic stent placement. A pancreatic sphincterotomy was performed during the procedure while a biliary sphincterotomy was performed after the stent was placed. Contrast was injected into the main pancreatic duct beyond genu to the mid-body of the pancreas. During the procedure, the stent was placed via 0.035 inch guidewire and the advanix pancreatic stent was satisfactorily implanted. On (B)(6) 2015, a kub x-ray was performed. It revealed a complete migration of the stent. The migration of the stent was not desired and the event was ruled as a device deficiency. In addition, an intraprocedural pancreatogram confirmed the pancreatic duct leak was resolved. No additional stenting was performed. There were no reported adverse events to the patient as a result of this event. ***updated ctsenr received from heather victor, bsc clinical, on 15july2016*** the stent migration was initially deemed a device malfunction by the study site. However, the site has reconsidered and has made the update that the event is not a device malfunction, just simply an event.